Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photo confirmed superficial damage to the driveline which was reportedly caused by wear and tear. There were no alarms associated with the event, and the patient was asymptomatic. Rescue tape was later applied to the driveline. The submitted log file captured the device operating as intended at the set speed. The observed damage appeared to be cosmetic only. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate ii lvas patient handbook rev. C, are currently available. Section 3 of the IFU, "powering the system," states "do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms." Section 6 of the IFU, "patient care and management," contains instructions the patient should follow in order to prepare for sleep. Several sections of the IFU and patient handbook provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Rescue tape was applied. The cause of the driveline damage was wear and tear. The patient was asymptomatic at the time of the event. There were no alarms associated with the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the event log files were submitted for review. The outer silicone jacket of the driveline was damaged, and the brown jacket or bionate underneath was visible. The bionate appeared intact. It was recommended to wrap the area.